Manufacturer narrative:
(B)(4). It should be noted that, per the gore® dryseal flex introducer sheath instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, embolism (micro and macro) with transient or permanent ischemia. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an infected pararenal abdominal aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath. During treatment, reconstruction was also performed with a vascular graft sewn from the left common iliac artery to the superior mesenteric artery, left renal artery, and inferior mesenteric artery. The first gore® tag® device was implanted distally, then a second gore® tag® device (tgm343415j/ 25171088) was implanted proximally. An intra-operative angiograph reportedly revealed no contrast at the celiac artery. Another angiograph with cannulation from the constrained vascular graft revealed contrast in the hepatic artery but not in the splenic artery. The patient tolerated the procedure. The physician stated that the cause for the lack of flow to the celiac artery was unknown. The physician commented that it could be due to a narrow root area, but he did not think the device covered the celiac artery. According to the report, an angiograph prior to device deployment at the celiac artery was not contrasted. It was reported the stent graft would not cover the celiac artery because the stent graft was implanted with clearly contrasted superior mesenteric artery alignment and vertebral body as a marker. There reportedly was a large amount of thrombus at the level of the abdominal bifurcation, which may have been moved by a wire or other maneuver.